Event description:
It was reported that this right atrial (ra) lead exhibited fluctuations in pacing impedance measurements, with spikes of 1900 ohms which is still within normal limits. The physician suspected the lead conductor or lead insulation may be compromised. A revision procedure was performed, and the ra lead was explanted and replaced. Upon removal of the lead, visual examination noted what appeared to be a fracture in the lead insulation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 90mm from the terminal end. Analysis concluded that the clinical observations of pacing impedance high within normal limits allegation was not confirmed - despite the outer coil fracture -visual inspection noted outer coils melted open approx. 90mm from terminal end which likely occurred during revision/explant from electro- cautery . No other conductor abnormalities were found.

Event description:
It was reported that this right atrial (ra) lead exhibited fluctuations in pacing impedance measurements, with spikes of 1900 ohms which is still within normal limits. The physician suspected the lead conductor or lead insulation may be compromised. A revision procedure was performed, and the ra lead was explanted and replaced. Upon removal of the lead, visual examination noted what appeared to be a fracture in the lead insulation. No additional adverse patient effects were reported.